Event description:
During routine post-op screening, it was noticed that there was a screw / rod disassociation at s1/l5 bilaterally. The existing hardware was removed and replaced with new x-spine hardware.